Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter is the wife of the end user and alleges the toilet seat cracked about a year ago and has pinched the end user bottom, alleges no injury. Reporter did not know how long she has had the commode and she has tape on the seat.